Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and passed all tests. No failures were found. Codes 10, 213 and 67 are applicable. H2/h3/h6: outside of system service, troubleshooting was done. It was determined that the issue could be replicated and electromagnetic (em) interface showed one fault, indicating a bad emitter. The emitter was replaced under a separate case - see regulatory report number 1723170-2020-00925. Codes 10, 4203 and 4307 are applicable to this troubleshooting. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to get anything to track with the navigation system. The tracking details showed that the emitter and axiem box were communicating with the system, and all of the connected instruments were recognized, but nothing was tracking. The site rebooted the system, reconnected instruments, and swapped trackers with no resolution. Navigation was aborted and there was a 20 minute surgical delay. It was noted that a probable cause was possible metal interference. There was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stating that the site pointed out that metal was not the problem. The issue could not be replicated.